Event description:
According to the reporter: occurred during a laparoscopic procedure. The suturing device was not holding the needle. The needle fell off and into the cavity of the patient but was retrieved with a grasper. There was also difficulty in loading and unloading the device. In order to resolve the issue and complete the case, opened a new suturing device. There was no patient harm. The patient status is alive, no injury.